Event description:
The customer reported that they got a "no shock delivered" message during an attempted resuscitation.

Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation.